Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of multiple no delivery alarms on their insulin pump. Customer's blood glucose level was 600mg/dl. The customer states they have been treating with back up manual injections. Troubleshooting was conducted. The customer received replacement sets and reservoirs, and was advised to replace site and set.